Event description:
A 4.0 mm diameter x 15 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid lad lesion. Lesion morphology was reported as moderately tortuous with severe calcification and 80% stenosis. The lesion was pre-dilated. The physician inserted the endeavor drug-eluting stent; however, the stent dislodged. It was reported that the stent got caught by the guiding catheter and dislodged. The un-deployed stent was removed using a snare. After the treatment, the patient had a problem on the EKG, the patient then became stable. The patient has been discharged. Medtronic has received the device and its analysis has been completed. The hypotube was bent possible due to handling. The shaft was kinked immediately proximal to the guide wire port, most likely due to handling for return. It was also confirmed that no kinks were noted on the device during the procedure. The balloon had been inflated. However, there is no evidence of expansion of the struts of the returned stent, the inflation of the balloon has no impact on the actual event, and must have been inflated subsequent to the dislodgement. The distal tip was damaged. The stent segments were deformed and raised. Initial mandrel test failed most likely due to hardened blood present in the inner lumen. The stent was returned off the balloon in a damage condition. It was not possible to record accurate stent od's due to the damage noted to the stent. There was clear evidence of crimp/bake impressions on the balloon it has been confirmed that the stent was inspected prior to use with no issues noted and that the lesion had been pre-dilated. Communication received from the field also indicated that the stent could not be deployed, most likely due to the patient morphology.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). Patient's condition affected effectiveness of device (moderately tortuous with severe calcification and 80% stenosis). Conclusions: device failure/lack of effectiveness related to patient condition (moderately tortuous with severe calcification and 80% stenosis).